Event description:
Patient presented to the physician with ongoing pain at the chest and neck incision sites and stimulation lead tension, which caused limited range of motion at the neck. Physician brought the patient into the or and removed the ipg, sensing lead, and a portion of the stimulation lead, and closed. Postoperative antibiotics were prescribed.